Event description:
It was reported that the clamp was on the pt while in a supine position. They flipped the pt to a prone position and this caused a 4cm laceration to the left side of the skull above the ear. The laceration required staples to close. No other information provided. Additional information has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported information.